Manufacturer narrative:
(B)(4). Only event year known: 2018. Implant: (B)(6) hospital in (B)(6) at (B)(6) surgical clinic. Implant date: (B)(6) 2017. Device is still implanted. Spoke to surgeon and had no results. The surgeon had him run a bunch of tests, and the patient is back on his 80mg of (B)(6) and 300mg of (B)(6). He asked the surgeon about removing, he just keeps wanting to have the patient run tests, the patient is in pain. His main concern right now is the pain he's having. That's why he went to the surgeon last time, he's not concerned about the reflux, more the pain, jaw pain and pain when he breaths. Device: thinks they told him it was the largest one they made, not sure the linx device code though. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what date was the torax linx device implanted? Do you have the product code of the device? Were there any complications during the implant procedure? If yes, what were those complications? What diagnostic tests have been performed since you have experienced the symptoms you have stated above? Have you received the diagnostic test results? If yes, are you able to share those test results with us? What treatment or treatments have been implemented? Will the linx device be removed? If yes, do you have a date for the explant surgery?

Event description:
It was reported that post implant of unknown linx device, keeps choking and can't breathe. It is unknown how the issue was diagnosed. Patients left jaw hurts, then chest when taking in breath. Went back to surgeon and got no results. Has been in ER several times, suspected pericarditis and went to cardiologist. He is now back on ppi - proton pump inhibitor.